Manufacturer narrative:
Medical device problem code e2402 captures the reportable issue of aborted/cancelled procedure. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270 um laser fiber was used in a lithiasis procedure in the bladder performed on (B)(6) 2021. Reportedly, the laser unit used was an auriga xl laser console. It was reported that during preparation for the procedure, the laser fiber was not recognized when connected to the console. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a27 captures the reportable issue of aborted/cancelled procedure. Block h10: investigation results. The returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 311 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass tip measured approximately 1 mm and showed signs of degradation. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Light from the sma connector was bright and round, indicating no defects with the fiber within the connector. When connected to the laser console, the following message was displayed: ''fiber may not be used anymore. Please connect new fiber.'' No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that functional testing of the fiber on the laser console was successful as the rfid chip was identified. The fiber is a single use device and the console indicated the fiber had been previously used. Additionally, the exposed glass tip showed signs of normal degradation under magnification and light from the sma connector was bright and round. Testing with the laser console indicates the fiber rfid was able to be identified and the fiber had reached the maximum permitted applications. Although the reported complaint was not able to be confirmed, it was likely caused by the fiber reaching its use limit. Therefore, the investigation conclusion code selected is end of life problem identified, which indicates ''problems traced to the device reaching the end of its useful life.'' A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270 um laser fiber was used in a lithiasis procedure in the bladder performed on (B)(6) 2021. Reportedly, the laser unit used was an auriga xl laser console. It was reported that during preparation for the procedure, the laser fiber was not recognized when connected to the console. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.